Event description:
It was reported that during patient follow up visits 6 months post the index procedure, the patient experienced extreme hyperplasia and vessel thrombosis. Based on the physician¿s opinion, the events (vessel thrombosis and hyperplasia) were caused by patient age and the subject device did not function properly or the radial pressure did not hold up. No other information was provided.

Manufacturer narrative:
Even though, the lot number of the subject was not provided, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided indicated that 'patient demographic and stent malformation from potential over manipulation of the stent leading to vessel irritation'. No malfunction of the subject device was reported. As per additional information there was no reported issues encountered during use of subject device that led to the vessel thrombosis and hyperplasia. It is most likely that the patients anatomy contributed to the reported event on 6 month follow up. Additional information suggests the subject device was successfully implanted with full apposition to vessel wall after the procedure and confirmed under fluoroscopy. There was no damage noted to the packaging prior to preparation of the subject device. The subject device was prepared as per the dfu, and continuous flush was maintained for the duration of the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue 'stent deformed'. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient complications¿, and 'patient vessel thrombosis as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during patient follow up visits 6 months post the index procedure, the patient experienced extreme hyperplasia and vessel thrombosis. Based on the physician¿s opinion, the events (vessel thrombosis and hyperplasia) were caused by patient age and the subject device did not function properly or the radial pressure did not hold up. No other information was provided.